Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tsa v rsa procedure, both 42mm peripheral locking screws, ar-9145-42 (lots: 170167213 and 18.00840) broke while being inserted into the baseplate. The screws had not yet engaged with the bushing on the baseplate when they broke. After the second screw broke, the decision was made to remove the entire baseplate. Upon doing so, it was discovered that the screws had broken deep enough within the bone. The surgeon decided to leave the distal tips in place and use an mgs implant. The remaining portion of the broken screws were deep enough within bone they did not interfere with mgs bony prep and standard surgical technique was carried out from that point forward.

Manufacturer narrative:
Complaint confirmed, the screw broke in two. Most likely causes include misaligned insertion, improper bone prep, prying/leveraging the device during insertion.